Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Transmitter voltage test passed. Bluetooth device pairing test passed. No data/share log was provided for review. The customer complaint was undetermined because there was no indication of an inaccurate cgm value. A probable cause could not be determined via product evaluation. The reported inaccuracy could not be confirmed and a probable cause could not be determined via data or product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6)2019. It has been reported that readings were over 20/20 range. No data was provided for evaluation. No product was provided for evaluation. The reported inaccuracy could not be confirmed and a probable cause could not be determined via data or product. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2019. No data was provided for evaluation. No product was provided for evaluation. The reported inaccuracy could not be confirmed and a probable cause could not be determined via data or product. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.